Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device hybrid had foreign material. A visual inspection after the capacitor was removed revealed an anomaly bridging the capacitor pads. Foreign material and formations consistent with dendrites were found under the capacitor.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were experiencing high impedance, high thresholds, and not sensing. The leads were disconnected from the implantable cardioverter defibrillator (ICD) and measured through the analyzer with normal function. It was determined that the ICD was causing the issues with the leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6932 implantable tachy lead (B)(6) 2000; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.